Event description:
It was reported that the user experienced a severe low blood glucose event during the night and self-treated with jelly beans and apple juice without loss of consciousness or assistance. Symptoms included hypoglycemia. Outcomes included no hospitalization and recovery with oral carbohydrate treatment. Investigation included a review of available event details from the user report. Investigation of this case revealed no device malfunction reported and no evidence linking the device to the event. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.